Event description:
It was reported that the patient expired after an atrial fibrillation (afib) procedure. First wire passed appeared to take a downward approach and then encircle the cardiac silhouette, so the physician pulled it back and then it appeared to go into the left superior pulmonary vein (lspv). Transesophageal echocardiogram (tee) was performed and the second transeptal puncture was performed with transesophageal echocardiogram (tee) and appeared to go into the left superior pulmonary vein (lspv). It appeared the patient was stable at this point. The procedure continued with isolation of all veins by radio frequency ablation. Later it was reported to the physician that the blood pressure had dropped. Transesophageal echocardiogram (tee) confirmed a pericardial effusion. A pericardial centesis was performed. At one point the patient was deemed stable and arrangements were made to extubate the patient. The cardiac surgeon was in the room to consult with the ep physician. Shortly thereafter, the patient began to code.

Manufacturer narrative:
Upon following up, it was stated that the physician did not note anything wrong with the system or the catheters during the procedure. They did not deviate from their normal af procedure protocol. The physician did not feel that the catheters used malfunctioned and the effusion is most likely procedure related. (B)(4).

Manufacturer narrative:
(B)(4).